Event description:
It was reported that the procedure was to treat a 100% eccentrically stenosed, heavily calcified and heavily tortuous vessel in the left anterior descending (lad) artery. The 3.5x23mm xience skypoint stent delivery system (sds) met resistance during advancement and failed to cross the lesion due to the anatomy. There was no device interaction. The device was removed independently. There was resistance during removal. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.